Manufacturer narrative:
Other, other text: h3: one cadd cassette reservoir was received in used condition. The sample could not be decontaminated successfully, so pictures were used for the investigation. Eight pictures of a cadd cassette reservoir were evaluated and no defects were observed. The reported issue was unable to be confirmed.

Event description:
Information was received indicating that a smiths medical pump displayed an "error cassette" message. One hour after inserting another cassette filled with 100ml veletri. The pump displayed an error cassette. The patient tried to re-insert the cassette but there was still the same issue. The cassette was changed and issue resolved. There were no reported adverse events.